Event description:
It was reported that the device had possible premature battery depletion. It was also reported that the right ventricular (rv) lead had poor r-wave sensing. The device was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.